Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, death, myocardial infarction, shock, and restenosis, as listed in the instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch filing, additional information reported that the core lab results confirmed in stent restenosis, but not thrombosis. No additional information was reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
On (B)(6) 2009, the 3.0 x 18 mm promus stent was implanted in the proximal right coronary artery (rca). On (B)(6) 2012, the patient presented with non-cardiac chest pain. No treatment was reported. On (B)(6) 2013, the patient presented with cardiac chest pain. The patient was hospitalized. Cardiac enzyme elevation was consistent with protocol definition of a myocardial infarction. Angiography revealed stent thrombosis and in-stent restenosis in the proximal and mid segment fo the rca. Balloon angioplasty was performed to the proximal rca with reduction of stenosis from 99% to 0%. On (B)(6) 2013, the patient experienced cardiogenic shock and died. No additional information was reported.